Event description:
It was reported, "performed non-destructive needle puncture of the patient's intravenous infusion port, opened the device in a sterile manner, found an underhook at the tip of the needle when using normal saline to exhaust, immediately replace the puncture device with a new one, and completed the operation".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed; however, the exact cause is unknown. Two photographs of a 20 g powerloc infusion set were returned for evaluation. A visual observation of the photographs showed a 20 g powerloc infusion set that was bent near the distal end. No use residue could be seen on the sample in the returned photographs. The pinch clamp was observed to be engaged and the safety mechanism was observed to not be engaged. No other damage could be seen on the sample in the returned photographs. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "performed non-destructive needle puncture of the patient's intravenous infusion port, opened the device in a sterile manner, found an underhook at the tip of the needle when using normal saline to exhaust, immediately replace the puncture device with a new one, and completed the operation."